Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr reported information: the patient (B)(6) was injected on (B)(6) 2024, and found the cannula was missing. Then stopped injection and replaced a new needle. No affect to the patient. Call center confirmed the information with customer on (B)(6) 2024: the cannula was missing, no photos taken, no samples retained, and no customer response is needed. Lot 215367 can not be found in system, confirmed the correct material code is 329487, lot is 2157367. Sample availability: no. Sample availability details: no sample available.